Event description:
During CPR, the syringe needle bent as it was inserted into the cahteter port. When pulled off, the needle readily broke off. Epinephrine was quickly administered with another epinephrine syringe through the same port. This incident had no adverse result on the pt. The medical/clinical staff using the product in this facility had been complaining about the "flimsy" nature of the syringe needle. The staff counted eight instances of difficult needle insertions into the catheter port on this same day. The catheter port is soft, rubber material and is not an unusually tough membrane for a syringe needle.